Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2005, that a hydra jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the same day (patient age, gender and weight are unknown). According to the complainant, the ptfe coating peeled causing products to stick to core wire. Procedure successfully completed with a jagwire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."